Event description:
It was reported that the spider tenet was intermittently working, causing loss of traction during the procedure. No patient injury or time delay reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no complaint related issues were observed. A known good battery and foot pedal were installed in the spider for function testing. A functional evaluation revealed that the unit passed the 30 pound weight test. The unit had a piston migration of 1.11. The device pressurized normally using the main rocker switch and the foot pedal depressurized the unit as designed. The drape switch adapter and the footswitch adapter also depressurized the unit normally. The limbs were manipulated extensively and the unit was rotated on its clamp and the product functioned as designed. The pcb was checked for any obvious defects and it was noted that the two hex head screws that mount the pcb were not tightened to the mount properly. The pcb could be moved and was not properly secured. As a result, the board was not properly grounded causing the intermittent problem described. The complaint was confirmed and the root cause has been determined to be a manufacturing error.